Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the leads. The patient underwent a revision procedure wherein during the procedure one of the leads appeared to be fractured. The ipg and the leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110-02(sn:(B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Sc-2218-50(sn:(B)(4)) device evaluation indicated that the lead had six fractured cables at the bent/kinked sections of the lead body. The lead was fractured 1 cm from the clik anchor set crew mark, about 7 inches from the proximal tip. No cables were exposed. Sc-2218-50 (sn:(B)(4)) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the leads. The patient underwent a revision procedure wherein during the procedure one of the leads appeared to be fractured. The ipg and the leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.